Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant findings.

Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after uneventful clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.